Event description:
It was reported by the customer "the PICC line is slightly tacky/solid from the surface; different than normal. PICC was used inside the patient. New PICC inserted without problems. No harm for the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a ¿slightly tacky¿ catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen powerpicc catheter. The sample was received with an inlaid stylet and attached t-lock assembly. Blood residue was observed within the t-lock extension tubing. Tactile inspection of the sample revealed a slightly roughened texture on the catheter wall between the 5cm and 8cm depth markings. Microscopic inspection of the region of roughened texture revealed yellowish material adhered to the catheter wall. The material could easily be removed by scraping the catheter shaft with an instrument. The material appeared sticky. The material adhered to the catheter shaft resulted in a roughened texture and slight stickiness; however, the source of the material could not be identified. It could not be determined if the catheter was exposed to the material prior to packaging or after the package was opened. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer "the PICC line is slightly tacky/solid from the surface; different than normal. PICC was used inside the patient. New PICC inserted without problems. No harm for the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.